Event description:
It was reported to boston scientific corporation on october 22, 2008 that a securi-t replacement bolster cap was damaged approximately two months after placement. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation hasn ot been performed; the cause of the reported malfunction is undetermined.